Event description:
It was reported the patients blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The device was received fully deployed. Investigation found an 0x21 alarm in the device data, indicating tick time is out of spec. The downloaded data did not show any timeouts or drive stalls. Investigation of the device did not find any damages or abnormalities that could cause the generation of the 0x21 alarm. Therefore, a root cause could not be determined for the reported hazard alarm. Additionally, the exposed portion of the soft cannula was observed to be torn. Fluid was observed flowing out of the external tear, which diverted the intended path of the fluid. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.